Event description:
It was reported that the patient with this pacemaker was evaluated in the emergency room due to a history of a fall and lightheadedness. Upon review, it was noted that this right ventricular (rv) lead exhibited high out of range pace impedance measurements that resulted in a lead safety switch. No evidence of oversensing was observed. A chest x ray was performed and no evidence of a lead fracture was observed. Isometrics and pocket manipulation were performed and this rv lead was found to be stable in unipolar configuration. The field representative stated that a possible lead revision will be scheduled. Additional information was received that the revision procedure was performed and the lead was surgically abandoned. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this pacemaker was evaluated in the emergency room due to a history of a fall and lightheadedness. Upon review, it was noted that this right ventricular (rv) lead exhibited high out of range pace impedance measurements that resulted in a lead safety switch. No evidence of oversensing was observed. A chest x ray was performed and no evidence of a lead fracture was observed. Isometrics and pocket manipulation were performed and this rv lead was found to be stable in unipolar configuration. The field representative stated that a possible lead revision will be scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service.